Event description:
Customer reported equipment false negative reaction for a patient's sample with a discrepant forward type result as group o rh negative and reverse type as group a. The patient has a history of group a rh positive (B)(6). Tsc request from customer to send the order report and the image through e-conn. Customer was concerned that if they did not have the patient blood type history they could report the wrong group type for this patient. Tsc discussed with customer the possibility to get unexpected results with patients that receive a transfusion recently like in this case that is documented in the ortho vision user guide "when a sample is collected from a recently transfused patient, the potential exists for the transfused red cells to concentrate after centrifugation at the bottom of the sample tube below their autologous cells. The probe aspirates from the bottom of the tube where the transfused cells generally concentrate which may lead to an unexpected result. Note: refer to instructions for use for more information about proper sample preparation." Tsc discussed with customer the work around repeating testing on the bench taking the red cells from the bottom and from the top of the tube to replicate the issue. Customer satisfied with discussion but also requesting to open a customer preference for hardware modification in that way the probe aspirate the red cells from top of the tube.

Manufacturer narrative:
Discrepant forward and reverse grouping along with discrepant rh typing on one patient sample tested on ortho vision. The investigation determined that the most likely root cause of this event was sample-related due to the transfusion of 4 units of type o rh negative red cells and cells aspirating from the bottom of the patient sample tube since the transfused cells have an increased density vs autologous cells due to a higher hemoglobin concentration. No general product failure was identified. No biased result was reported to the physician. No patient was harmed as a result of this event. (B)(4).